Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used during a colonoscopy with polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when the physician closed the snare around the polyp it did not cut through while using cautery. The physician had to forcefully open the snare back up to remove it from the patient; the procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Corrected information 18nov2015: it should have been noted in the originally submitted report that, there were no signs of cautery when the physician attempted to cut the polyp.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used during a colonoscopy with polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when the physician closed the snare around the polyp it did not cut through while using cautery. The physician had to forcefully open the snare back up to remove it from the patient; the procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.